Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-dependent, an asymptomatic patient presented after receiving a notification for non-sustained rv oversensing. Review of the episodes revealed noise on v sense amp channel and rv coil-can. Isometrics and pocket manipulations did not reproduce noise. All other measurements were stable. The lead issue as well as myopotential oversensing were suspected. The device was explanted and replaced. Possible cause of the issue was loose set screw. The patient was stable post-procedure.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.